Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported the cause was not determined. Patient (pt) still has not used device and device has not been explanted yet. The md put in an order for the explant but it has not yet been explanted.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient said they had an MRI last tuesday morning and while in the MRI it was almost a little uncomfortable by the battery. After pt left the MRI, it was really uncomfortable and painful. Patient said the battery pain then went away but their back was so painful. The patient was in bed for 5 days and yesterday was the first day they were able to get up and walk around. Right now their ins was off but pt could feel it in the middle of their back like almost the device was on and it was on high. Patient also said when they move their spine a certain way they can feel the leads in there like it's on too high but it's not on. Pt put a call into hcp office but wanted to check with medtronic. Pt confirmed they put the ins into MRI mode and it said they were full body eligible. Pt confirmed they were not longer than 30 min in the MRI machine. Pt said they were in a horizontal closed bore machine but did not know the strength. MRI was done at a hospital and they said they had done mris on pts with stimulators. Suggested to ask the MRI facility what strength/kind of MRI machine they used. Reviewed risks if guidelines were not followed. Asked if pt had any falls/trauma. Pt said they had a bulging disc mid july. Pt has a herniated disc but pt thinks the above was related to MRI. Redirected to hcp to check the device. It was reported patient noticed device warming and new pain after the scan. Reports inc rib pain and new tingling down the legs and a random ¿stabbing¿ pain. Rep saw patient in clinic, all impedances are wnl and connectivity is good. Patient did not allow rep to turn ins on.